Event description:
The servo ventilator was functioning normally in volume control. The unit was then switched to manual ventilation and the physician noted difficulty in ventilating the patient, it appeared that the patient had a high resistance and showed an auto-peep of 20 cm h2o.